Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 10 applications were performed with balloon catheter, 2af284 with lot number 93855, without any issue on the date of the event. Clinical issues were encountered during the case. The balloon catheter was not returned for investigation. There is no indication of relation of the adverse event to the performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was observed. A coronary angiography was performed, and the peripheral vasculature of the right coronary artery was noted to be narrow. Nitorol was administered, and the blood vessel returned to its normal condition and the st segment restored itself. It is believed by the physician the st elevation was caused by spasm. The case was completed with cryo. No further patient complications have been reported as a result of this event.